Manufacturer narrative:
Controller log files were received and reviewed from march 22nd 2013 through march 25th 2013. Logs indicated a rise in power outside the normal operating range. Alarm files did not record any alarms on the reported event date. The hvad is used for treatment not diagnosis. The site has declined to return the hvad pump ((B)(4)) to the manufacturer for analysis and has indicated that it plans to retain the device for internal testing. The reported event was confirmed via the log files, which revealed a rise in power outside the normal operating range. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Clinically the patient remained unconscious and sedated and his condition necessitated the addition of ECMO. Two days after the initial onset of the event the patient received a pump exchange. A possible root cause of the reported event can be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from clinical study that post-operatively, the site reported increasing power consumption with the patient's lvad. A preliminary review of the controller log files indicates that this increase appears to have started two days after the implant. The patient's physician suspected heparin-induced thrombocytopenia (hit) as the cause. However, subsequent testing proved to be negative for hit. At the time of the event, the patient remained unconscious and sedated in the intensive care unit (ICU). The patient's condition appears to have deteriorated and required additional mechanical support with the use of extra-corporeal membrane oxygenation (ECMO). Two days after the initial onset of this event the patient was returned to the operating room for exchange of the lvad. Post-operatively, the patient remains on ECMO support in the ICU. No additional information available.